Event description:
A talent stent graft was inserted into a pt for the emergent endovascular treatment of an abdominal aortic aneurysm. Vessels were severely calcified. It was reported that the device was attempted to be inserted into the pt via both the right and left access vessels; however, the device could not be inserted to the intended landing zone due to the severely calcified vessels. It is unk whether the delivery catheter was kinked.it is unk how the case was completed, and the pt outcome was also not provided. The device was discarded by the user facility. No further info has been provided. Please note that this model number auf3016c125ax is not approved in the united states; however, it is similar to the af3016c140xh, which is approved in the united states.

Manufacturer narrative:
(B)(4). Eval - results and conclusion: severely calcified vessels.